Manufacturer narrative:
During service, the beckman field service engineer (fse) replaced the eic valve to resolve the issue. No further leaking was observed. Instrument resumed operation. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported the eic (electrolyte injection cup) drain overflowed on their unicel dxc 600 pro synchron clinical chemistry system. The leaked fluid was contained within the instrument. The customer wore gloves and eye protection when the leak was discovered. No one was injured. No erroneous results were generated or reported.